Event description:
Customer called in to report physical damage on the insulin pump. There are cracks by the display screen, the reservoir window and inside the reservoir compartment. Customer does not know how the damage occurred. Blood glucose at the time was 83 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.